Manufacturer narrative:
(B)(4). Date of report has been updated to 05/27/2019. Additional information received: as per source data: the event occurred (B)(6) 2019 and the date product safety received the complaint was 27 may 2019.

Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The clips were slipping off the tissue or the jaws of the device? What procedure were they performing? How was the procedure completed? Was there any patient consequence?

Event description:
It was reported that during an unknown procedure, the clips kept slipping off and that they were not closing properly.